Event description:
A steris exacto cold snare was being used to remove a polyp from a patient when the handle broke and the doctor then had to pull the snare to cut the polyp. No parts of the snare were left inside of the patient. No harm to patient.